Manufacturer narrative:
E1 - telephone extension number (B)(6) a picture was received from the customer showing a primary plum set in a plastic bag. The complaint of cassette error could be confirmed on the used 14687-15, primary plum set. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. However, a cassette error occurred during testing and further infusion was unable to be performed. The set was also leak tested per product specification. There was one leak observed on the cassette. The cassette additionally underwent stack height measurements of which all corners passed. The most probable cause of this event is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The event related to ¿pump showed cassette error during usage¿ was analyzed and it was determined that this event was not caused during the manufacturing process because the following probable cause: cassette warpage: since the measure of warpage exceed 0.005 inches the cassette is considered as warpage cassette; this deformation was not caused during the manufacturing process because warpage condition is caused by exposure to excessive heat during transportation; the manufacturing process was discarded since the production floor has controlled temperature conditions. This deformation could generate a leak in the weld of the cassette. Therefore, this complaint can be confirmed, and the probable cause of the leak in the cassette is due to warpage cassette by exposure to excessive heat during transportation. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
Gcm received an email from a senior qa associate on (B)(6) 2023. The report initially came from ms. (B)(6) from (B)(6) hospital with regards to a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number: 14687-15 and unknown lot number. The reporter stated, ¿pump showed cassette error during usage.¿ quantity affected is 1 and is available for return. Sample photo is available showing the involved product inside a ziplock packaging. There was no patient involvement and no patient harm. No further information is available for this complaint. (B)(4) 13-nov-2023 update: in clarification to the above entry, there was patient involvement. (B)(4) 15-nov-2023.